Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with bolus delivery. Customer reports that no alarm was received and needed to know if high blood glucose was due to no delivery. Customer reported that blood glucose was going down and wanted to wait to complete troubleshooting. Customer would monitor blood glucose and call back when necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.